Event description:
Same case as: MDR ID 2134265-2015-03121 and MDR ID 2134265-2015-03122. It was reported that balloon rupture occurred. The very tight target lesion was located in the mid right coronary artery. An emerge balloon catheter was advanced to dilate the lesion however the balloon ruptured on the first inflation. Then an 8mm x 3.00mm and a 3.0mm x 12mm nc quantum apex¿ balloon catheters were advanced to the lesion however the two balloons again ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).